Manufacturer narrative:
This report is filed, february 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently the patient underwent a procedure (date not reported) to have the excess skin excised; antibiotic ointment was used at site post procedure. The implanted device remains.